Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: a review of the black box indicated no reboots had occurred. The battery cap was able to secure to the pump and maintained electrical connection. The battery cap was tightened and then loosened a half turn with no power interruptions. The pump powered on normally and successfully completed rewind, load, and prime steps with no power issues occurring. The pump was exercised for 24 hours with no power interruptions. The complaint of no power could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed the following: the battery compartment was cracked in two places; there was moisture damage observed inside the battery compartment; leak testing revealed a battery compartment leak; the display was dim and discolored.